Event description:
A report was received stating staff "was not able to drive the bellows" of a tracheal tube. There was reported patient involvement; however, reintubation was not necessary. There was no result of patient harm or injury.

Manufacturer narrative:
The suspect device was not returned. A lot review was conducted. All manufacturing controls were found acceptable and effective to detect the reported failure mode. (B)(4).

Manufacturer narrative:
(B)(4).